Event description:
Beckman coulter inc., discovered that there is a potential for misidentification to occur, if the tilde character (~) is used as part of the sample ID in the barcode label and scanned by the primary mode barcode reader in hmx and maxm instruments. For example, "123~456' would result as "123456' with the tilde character omitted. This issue was discovered internally. No misidentification has occurred. No erroneous results were reported. There was no effect to patient or user.

Manufacturer narrative:
The omission takes place on display, printout and in transmission. The tilde character works properly for pre-assignment using the worklist, or secondary mode if transmitted from the host or entered manually. That is, the tilde character is omitted only when scanned by the instrument scanner. The probability that the tilde character is used as part of sample ID is remote. Root cause is unknown. Investigation is in progress.